Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: the dynamic hip system (dhs) was implanted 1.5 years ago. After 1.5 years the implant was removed due to patient pain. Rust was observed on the dhs implant at the time of removal. There was no patient infection. This patient also had a distal tibia plate. This implant was removed on the same day, and did not show corrosion. This report is for an unknown screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown dhs implant. Device was implanted 1.5 years prior to explant. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is used for treatment, not diagnosis. This report is for an unknown screw. It is unknown if cortex screws were used. The part number could not be identified. It is only known that 4.5mm stainless steel screws were used - quantity unknown. Product codes should be dzl, hwc.